Event description:
The customer contacted baxter's service center regarding a check supply line alarm; which occurred on the homechoice (hc) during use, during refilling the heater in last fill. During assistance with this alarm, the customer revealed they reused the same supplies after the disconnection of supplies occurred. The technical service representative (tsr) assisted with therapy and troubleshooting. Product surveillance contacted the care giver (cg) on (B)(6) 2011 regarding reported problem. The cg stated they just ended the therapy for the night and continued on the machine the next evening as normal. They stated that the alarm occurred because they had empty bags. The cg stated that they were told not to reuse the bags due to not so good consequences, and now they do not do that. They stated that they think the bag disconnected because they did not tighten the connection well enough. The cg stated that the patients therapy overall has been going well. They stated they have already talked to the nurse about everything, and everything is fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use supplies is confirmed because it was reported in the event description that the user reused same supply bag after starting with new cassette. The assignable cause code was undetermined because even though the use error was identified, for the reuse of supplies, it is undetermined which disposable was reused. The problem was confirmed for this use error - reuse of single use supplies complaint, because patient admitted to performing a use error. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.